Event description:
This 25 mm sjm epic tissue valve was implanted on (B)(6) 2014 due to mitral valve disease. On (B)(6) 2015, a 3d echocardiogram was obtained which demonstrated thickened leaflets of the prosthetic valve with one leaflet appearing immobile, mv gradient 8 mmhg, mv planimetry area 0.9 cm2 and pressure half time (pht) was 1.2 cm2. In (B)(6) 2015, the patient presented to the hospital in heart failure. The 25 mm epic valve was explanted on (B)(6) 2015 secondary to stenotic mitral bioprosthesis with early pannus likely due to prosthetic annulus and chronic thrombus. A 27 mm sjm epic tissue valve was implanted and the patient is in satisfactory condition post-operatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened. Thin, organizing thrombus was found at base of cusp 3, on both the inflow and outflow surface. There was no evidence of acute inflammation or calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the thrombus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
This 25 mm sjm epic tissue valve was implanted on (B)(6) 2014 due to congenital double mitral valve lesion. On (B)(6) 2015, a 3d echocardiogram was obtained which demonstrated thickened leaflets of the prosthetic valve with one leaflet appearing immobile, mv gradient 8 mmhg, mv planimetry area 0.9 cm2 and pressure half time (pht) was 1.2 cm2. In (B)(6) 2015, the patient presented to the hospital in heart failure. The 25 mm epic valve was explanted on (B)(6) 2015 secondary to stenotic mitral bioprosthesis with early pannus likely due to prosthetic annulus and chronic thrombus. A 27 mm sjm epic tissue valve was implanted and the patient is in satisfactory condition post-operatively.